Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received notes that the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with increasing high voltage lead impedance. A dft test was successfully performed. The lead will be monitored.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.